Manufacturer narrative:
This supplemental report is being submitted to provide the additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) but was returned to olympus (B)(4). (B)(4) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the channel of the subject device tested positive for bacillus spp. Mesophiles (1 cfu /endoscope). The result of the additional microbiological testing by a third party laboratory satisfied the french guideline. Olympus medical systems corp. (Omsc) reviewed the manufacturing history of the subject device and confirmed no irregularity. Also, it was confirmed that this device was manufactured on december 4th, 2007. The exact cause of the reported phenomenon could not be conclusively determined.

Manufacturer narrative:
The subject device in this report has not yet been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time.if additional information becomes available or if the device is returned at a later time, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during two surveillance culturing at the user facility, all channels of the subject device tested (B)(6) for the following some kinds of bacteria. The all channels of the subject device tested (B)(6) for (B)(6) (11 cfu/ endoscope) on (B)(6) 2017. The subject device tested positive for comamonas testosterone and pseudomonas alcaligenes (total of microbial colony count 6 cfu/ endoscope) on (B)(6) 2017. There was no report of infection associated with this report.